Manufacturer narrative:
Patient information was unavailable from the site. Additional information was added to the event description. The initial reporter was updated to the correct person. The software analysis was unable to determine the probable cause of the reported issue because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative stated that when they went to the site to make a registration test everything was working as it was supposed to. They think the cause was due to a bad use problem by the health care professional. Additional information was received and stated that the issue occurred during a cranial resection procedure. Both navigation and imaging were aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site stated that after taking the 3rd point of the register, the system collects bad points that rest of the way. Troubleshooting included the manufacturer representative went to the site and everything was working as intended. No patient was present at the time of the event.